Manufacturer narrative:
According to the information received, the patient would have reacted to one of the component of the product. Generalized allergic reactions that may manifest as syncope, nausea, vomiting, pale, sweaty and oedema within minutes to hours after the injection are well-known and documented reactions to hyaluronic acid injections. They are immune-mediated reactions related to patient conditions, such as allergies to ha or lidocaine or a previous history of anaphylaxis. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products.

Event description:
This case occured outside of the USA in spain. On 23-jul-2024, the spanish subsidiary notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2024 with 0.5ml of rha 2 in the lips (0.3ml in the upper lip and 0.2ml in the lower lip, retrotracing technique). While performing the lip augmentation treatment, the patient's lip began to swell excessively. After a few seconds, the patient began to feel dizzy and lost consciousness for approximately 2 seconds. When she regained consciousness, she was hypotensive (80/60 bp), sweaty, nauseated, skin pale, and had 5 episodes of vomiting. The patient was placed in the trendelenburg position, and after local cold, hydration, and rest for 60 minutes, the symptoms resolved. She also received corticoids anti-inflammatory treatment. The injector contacted the patient 3 hours later; she reported presenting swelling in her lip, but with improvement of the associated symptoms. After 24 hours, the patient continued to have swelling and edema in the lip, but of reduced intensity. Additionally, medical assistance was provided. The local medical expert thought that it could be an allergy to lidocaine or any substance present in the product injected. However, we were informed that the patient was treated with another ha filler (juvederm volvella) in (B)(6) 2023 without any issue. The complaint was considered closed.